Event description:
The lead was returned to the manufacturer after being explanted prophylactically. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Product ID: d154vrc implanted: (B)(6) 2005. (B)(4).